Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) reviewed device data and noted inappropriate atrial tachy response (atr) episodes. Ts discussed that it was possible that the noise causing the inappropriate atr episodes could be due to minute ventilation (mv) signal and that the mv signal noise could be an indicator of a lead issue. It was noted that there was also an increase in pace impedance measurements. Ts suggested evaluating the ra lead with pocket manipulation and isometrics. The system remains in service. No adverse patient effects were reported.